Manufacturer narrative:
Product analysis results: visual and microscopic inspection of the implant confirmed the portion of the implant where the inserter attaches has broken off. The lower part of the implant was not returned for analysis. Microscopic inspection of the fracture surface revealed an uneven surface consistent with material overload. It appears the implant was broken from torsional overload. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lateral interbody fusion (olif) at l4/5 due to lumbar canal stenosis (lcs). Intra-op, the direction of the cage (the dorsal side and the ventral side) got reversed. After the insertion at l3/4, it was attempted to remove the cage using an instrument of l4/5 standard, but failed. So drilled the cage into small parts and removed the cage. The removed cage was chipped about 1/5 and the remaining parts were missing due to washing. New product was opened and used. There was a delay of more than 60 minutes in overall procedure time as a result of this event. No patient complications were reported.